Manufacturer narrative:
The t:slim x2 user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 32 to 43 (mg/dl). Reportedly, the customer adjusted the basal rate settings and inadvertently entered a basal rate of 0.525 unit/hour instead of the accurate basal rate of 0.575 unit/hour. Carbohydrates was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.